Event description:
It was reported that patient underwent coronary angiography via the right groin. The femoral artery was cannulated & a 6 fr. Sheath was placed via modified seldinger fashion. It was apparent that the iliofemoral anatomy was calcified & tortuous, thus changed down to a 22cm 6 fr. Sheath. Diffuse coronary artery disease (cad) was diagnosed. Pt's clotting time was not therapeutic at 140 sec and pt was given an additional 4000 units of heparin IV. The physician was not able to engage the right coronary artery (rca) despite the use of multiple guides, CT surgery was summoned for assistance. Recommendation was to place an intra-aortic balloon (iab) catheter for cardiac support. The sheath was exchanged for an 8 fr. Iab sheath, very challenging to advance in the distal aspect, barely got to the abdominal aorta. Because of the challenges & kinking of iab, the decision was made to remove catheter.

Manufacturer narrative:
(B)(4). Details of event continued: it took significant amount of pressure, sheath had to be disengaged (it could not be sheathed completely) & the intra- aortic balloon pump was removed & a 8 fr. Sheath was placed instead. The 8 fr. Was insufficient to achieve hemostasis & this raised possible femoral artery injury. The clotting time was 190 seconds & protamine was given, manual pressure, wire & remnant sheath were removed. The vascular surgeon was notified & hemostasis was achieved & a femostop was applied. Patient remained hemodynamically stable through the episode & was transported to the cardiac care unit in stable condition. Patient was for emergent coronary artery bypass graft (CABG) surgery & femoral artery exploration / repair prior heparinization for cardiac surgery. A 4-5mm irregular defect was present in the anterior wall of the mid common femoral artery. The surgical repair of the artery was tolerated well by patient with no complications. Patient was extubated & transferred to ICU in serious, but stable condition with 3+ palpable distal posterior tibial pulses & no evidence of foot ischemia or embolization. There was no reported patient death. The iab therapy was interrupted. Follow-up report will be filed if additional information becomes available.